Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "pump kept alarming for distal occlusion every 15 minutes while on kvo, in between two doses. "

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
"Pump kept alarming for distal occlusion every 15 minutes while on kvo, in between two doses. Patient involvement: yes. Medical intervention needed: no."